Event description:
Boston scientific received information that this patient was standing in line at the home depot holding a stack of lumber when a shock occurred. Noise was generated due to the stress on the pectoral muscle and the heavy load caused an increased heart rate. The noise was over sensed resulting in anti-tachycardia pacing (atp) therapy and the reported shock. Pocket manipulation and isometrics re-produced the noise and intermittent pacing impedance measurements greater than 2000 ohms. A lead fracture was not confirmed via x-ray. However, a lead fracture was suspected and the lead was removed from service and replaced. The device was also removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.